Event description:
Pt receives total parenteral nutrition via central line at night. In the morning, nurse attempted to disconnect tubing. Nurse unscrewed luer lock connection, but the hub of the tubing stayed in the line. Pt seen by physician, who was unable to pull the hub out. Pt being transported to the facility in which the central line was placed for hopeful removal of hub and central line repair.